Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. Both devices were visually inspected and exhibit clear signs of wear and tear. Cracks are observed around the targeting arm at multiple junctions. Additionally, the nail handle shows deformation consistent with impact marks at the assembly section. Abrasive marks are also present on various surfaces, indicating repeated assembly and disassembly over extended periods of use. Functional inspection was conducted with a sample nail and drill with the received device, and we can observe misdrilling in the static lock setting, which is caused by wear and tear. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause can be attributed to wear and tear problem, as device is manufactured in 2014 and has been in use for over ten years. If more information is provided, the case will be reassessed.

Event description:
As reported: "the t2 tibial nail was mounted on the nail adapter at the target bar and inserted into the tibia. With static locking (on both sides), it was not possible to reach the hole in the nail with the drill, resulting in a small difference that prevented the drill from drilling through the nail hole."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "the t2 tibial nail was mounted on the nail adapter at the target bar and inserted into the tibia. With static locking (on both sides), it was not possible to reach the hole in the nail with the drill, resulting in a small difference that prevented the drill from drilling through the nail hole."